Manufacturer narrative:
Mitek medical safety department discovered this published white paper detailing a historical event in which some mitek devices were implicated. It cannot be confirmed that this issue had been previously reported to mitek, so an adverse event report is being filed to document the experience described in the article. At this point in time, no further action is warranted. However, this file will remains receptive to any potential forthcoming information received that is pertinent and germane to this issue. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. See report for product information received. Depuy synthes has been informed that the catalog and lot number are unavailable.

Event description:
This complaint was forwarded to mitek product complaints from our medical affairs team after reviewing a journal article from the journal of shoulder and elbow surgery. It involved data from the american board of orthopaedic surgery in (B)(6) hospital, (B)(6). It stated arthroscopic bankart procedures were performed between 2005 and 2008 using lupine anchors. One (B)(6) male was unhappy with his surgery, continuing to suffer pain in activities of daily living. Authors: caroline witney-legan, mrcs*, namal perera, mrcs, sarah rubin, mbbs, balachandran venkateswaran, frcs reference journal of shoulder and elbow surgery www.elsevier.com/locate/ymse